Event description:
The unit was overfilling final containers based on weight of final container and by comparing programmed and actual volume delivery from each station. The results of 2 bags in which the volumes delivered from station 6, when weighed on the load cell was more than what they calculated it should have weighed. The user was advised not to use the unit, which was swapped out. No pt involvement; all bags in question were discarded.